Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿5 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient called the lvad team reporting tenderness and increased drainage around the driveline the patient was seen in clinic on (B)(6) 2018 and had light clear yellow drainage noted at the driveline site. Wound drainage cultures were taken and were found to be negative. The patient was administered 100mg of "doxycyclinie". Repeated wound cultures were preformed on (B)(6) 2018 and were found to be negative as well.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas and no additional complaints have been reported at this time.the heartmate 3 left ventricular assist system instruction for use (IFU) lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU, as well as the heartmate 3 left ventricular assist system patient handbook, also provide information regarding how to prevent infection. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.